Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream that is cleared in the us. The 510k/PMA number and pro code is identified in d2, and g5. Manufacturing review: a manufacturing review was conducted, and the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. This lot meets all release criteria. Investigation summary: the investigation is confirmed for the reported retraction and break issues. The device was returned within a damaged sheath of unknown manufacturer and could not be removed during the evaluation. However, the outer was removed by pulling the device from the distal tip. There was no stent present on the device. There was a break in the outer at the hub and the hub was returned separate to the device. There was an area of stretching noted on the outer measuring 110mm in length. Based on the stretched area of the returned sample it is likely that excessive force by the user contributed to the device break at the hub. However, the definitive root cause for the retraction and break issues could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the IFU for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings should excessive resistance be felt at any time during the insertion process, do not force passage. Attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. H10: d4 (expiry date 08/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an iliac transluminal angioplasty, the balloon allegedly got stuck on the introducer sheath during removal and broke. It was further reported that the introducer sheath was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date 08/2022).

Event description:
It was reported that during an iliac transluminal angioplasty, the balloon allegedly got stuck on the introducer sheath during removal and broke. It was further reported that the introducer sheath was removed. There was no reported patient injury.